Manufacturer narrative:
The device was explanted and reused on the patient's right side and remains implanted.

Event description:
Boston scientific crm received information that this product was part of a system explant due erosion. The device was removed from the patient's left side, and re-implanted on the patient's right side. There was no report of adverse patient effects due to the explant procedure.